Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient experienced an occlusion alarms due to a bent cannula on (B)(6) 2026. The patient noticed symptoms within threee hours of insertion at the upper buttocks site. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.